Event description:
Reportedly, during a pacemaker implant procedure on a pediatric patient, atrial and a ventricular epicardial leads had been positioned and tested by the psa, obtaining good pacing parameters. Then the physician connected the subject pacemaker to the leads, and interrogated the device to check the correct connection. During the interrogation, abnormal value was observed for the atrial lead (impedance >3000 ohm) both outside and inside the pocket previously created. The physician refers he checked the connections to remove eventual obstacles/air bubbles, but he obtained again abnormal values. After various attempts, he tried to use a new catheter, and after its positioning he connected the device, obtaining after the interrogation the same abnormal electrical value. At a certain point he refers that he could see a deflection at the sensing test, but the device didn¿t marked the p wave value. Suddenly after various test attempts the physician refers that the lead started to work properly, but this problem caused the delay of the procedure conclusion.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemaker implant procedure on a pediatric patient, atrial and a ventricular epicardial leads had been positioned and tested by the psa, obtaining good pacing parameters. Then the physician connected the subject pacemaker to the leads, and interrogated the device to check the correct connection. During the interrogation, abnormal value was observed for the atrial lead (impedance greater than 3000 ohm) both outside and inside the pocket previously created. The physician refers he checked the connections to remove eventual obstacles/air bubbles, but he obtained again abnormal values. After various attempts, he tried to use a new catheter, and after its positioning he connected the device, obtaining after the interrogation the same abnormal electrical value. At a certain point he refers that he could see a deflection at the sensing test, but the device didn¿t marked the p wave value. Suddenly after various test attempts the physician refers that the lead started to work properly, but this problem caused the delay of the procedure conclusion.